Event description:
It was reported that the top piece of the indirect decompression spacer broke off during an implant procedure. The physician applied excessive force during the sagittal arc and attempted to adjust the depth of the implant several times. A different spacer of the same model was used successfully to complete the procedure. The spacer will not be returned as it was discarded by the medical facility.